Manufacturer narrative:
Date of event: exact date unknown, event occurred late spring or early summer 2021, approximately (B)(6).

Event description:
It was reported that the patients ipg was no longer holding its charge, with more frequent and longer charging sessions. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device and was doing well postoperatively. The explanted ipg will not be returned.